Event description:
The customer reported that during use of this bur in a mastoidectomy procedure, the head of this bur detached from the shaft. The surgeon retrieved the bur from the bone and continued surgery using another bur. The user reported that this event occurred a second time resulting in use of a third bur. Following the surgeon completed the procedure without any further problems, and there was no injury to the pt.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for evaluation. At this time, an investigation remains in process. A follow-up report will be sent upon completion of the investigation. This device is sold sterile, single use. A review of this product's history found no other reported events for this failure mode. Conmed linvatec filed two reports for this event. The other medwatch report number is 1017294-2008-00091.